Event description:
It was reported the video processor had scope communication error, and when connected the camera, there was no image. These issues occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty video connector socket with bent pins and e226 error code displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty video connector socket with bent pins causing no image output and e226 error code displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.